Event description:
It was reported that a device would not charge for the past couple of months. The reporter stated that the patient did not notice any problems leading up to the device failing to charge. It was noted that the patient took cymbalta to help with pain during high levels of activity. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n284901, implanted: (B)(6) 2011, product type accessory.